Event description:
The report stated the patient had cancer in the right lung, a 3-cm central lesion. CT imaging was used to visualize needle replacement. The needle was directed over a rib, angled inferiorly, and "some torque" was applied to change direction. The physician stated it was "hard to push". After several passes, he was unable to move the needle on CT-imaging, the needle appeared bent and when pulled out, found it was bent/broken at a 45-degree angle. At first, the patient was asymptomatic, but while preparing to continue, anesthesia advised him the et tube was filling with blood. Thoracic surgery was called and performed an emergent bronchoscopy. Blood was from the right bronchus, and present in the trachea and left lung. The bleeding stopped spontaneously. The patient recovered uneventfully. The origin of the bleeding was noted to be a "needle hole in a blood vessel in the airway". The ablation procedure was rescheduled and completed in 2009.

Manufacturer narrative:
Because the patient was asymptomatic at first, after removal of the antenna, the electrode was discarded. The IFU states: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage at the antenna feedpoint and injury to the patient or user.